Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient had air in the patient line during automated peritoneal dialysis therapy. The patient was connected at the time of the observed air. A technical service representative (tsr) advised a care giver (cg) to end therapy. Furthermore, the tsr instructed the cg to contact a registered nurse regarding the observed air. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.